Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer powered on the pump for the first time. There was no reported impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.